Event description:
It was reported that the patient fell in the bathroom. It was noted that the patient went asystolic on telemetry when ventricular sense response (vsr) was turned off. However, it was also noted that there was no o2 waveform to confirm asystole and patient had been "fuzzy" all day making it hard to discern if it was truly asystole. It was determined that the right ventricular (rv) lead and right atrial (ra) lead exhibited oversensing crosstalk, potentially from lead interaction, causing ventricular pacing to drop. In addition, the rv lead exhibited sensing integrity counter (sic) and high thresholds. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was completed.